Manufacturer narrative:
(B)(4). Batch number: p57n70. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. While performing the functional test it was noted that during the activation of the closing trigger the anvil did not closed and the closing mechanism did not latch or locked the jaws. The device was disassembled to verify the condition of the internal components and no anomalies were found. No functional test was performed due the condition of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that in the course of a right colectomy procedure using the device, an error occurred before firing that the blade didn't moved from the device. As an emergency measure, the surgeon used a new device. There were no reported adverse consequences for the patient so far.